Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foamthe manufacturer previously reported on this device in MDR 2518422-2021-05139. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.